Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted quickly. It was further reported that the battery had reached the elective replacement indicator (eri) threshold but the ICD had not yet triggered eri. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5568 implantable pacing lead (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2010. (B)(4).